Event description:
Icy hot heat therapy air activated heat patch - used as directed - caused strips of skin on shoulder to peel off, leaving very painful areas that are being slow to heal. Still painful. Dates of use: 6 hours in 2008. Diagnosis or reason for use: muscle pain. Dose or amount: frequency: route: top.